Event description:
Resident was hoyered from reclining shower chair to the whirlpool bath, and then hoyered back to shower chair. She was returned to her room and positioned with the head of the reclining shower chair to the foot of her bed (perpendicular). As the resident was being hoyered from the chair to her bed, the top hoyer straps ripped from the sling, and the resident fell to the floor sustaining a head contusion, and fractured ankle. See scanned page.